Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad is cut and torn between the down and ok buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down keys are intermittently unresponsive and the ok and contrast keys respond appropriately. Evaluation revealed that there was contamination under all buttons. The display was found to be dim and pink.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons and the display was dink and pink. This report is made based on results of investigation completed on (B)(6) 2014.